Manufacturer narrative:
This report is being resubmitted to ensure the enclosed attachment can be easily opened by the FDA.

Manufacturer narrative:
Event date estimated. Exemption number e2019001. The device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information. The clip and steerable guide catheter referenced are filed under separate medwatch report numbers.

Event description:
This is being filed to report atrial perforation and medical intervention. It was reported through a research article identifying a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4. It was noted previous coronary bypass surgeries, progressive dyspnea, edema. The first clip was successfully deployed. A second clip delivery system (cds) was advanced to the mitral valve, and the clip grasped the leaflets after multiple grasping attempts. The clip was deployed; however, prior to removing the gripper line, the clip became detached from the anterior leaflet, but remained attached to the posterior leaflet (single leaflet device attachment/slda), worsening mr. The cds was removed, and the gripper line was left in place through the steerable guide catheter (sgc). To prevent air form entering the patient, a sheath was placed over the gripper lines into the valves for an improved seal. A second transseptal puncture was performed, and a second sgc was advanced to the mitral valve. A third clip was deployed more lateral, reducing mr. The second clip ended up on the atrial side of the valve, in between the first and third clip. The gripper line was then retracted to free the clip. The detached clip was pulled through the septum and to the right atrium. The sgc was exchanged for a sheath and used to snare the clip. The grippers were caught with edge of the sgc causing resistance to remove the clip and due to the position of the clip, a second snare was needed to successfully remove the clip. Two atrial septal defects were observed and closed with an atrial septal closure device. Two clips were deployed, reducing mr to 1-2. The patient was discharged the next day. A one month follow-up revealed the reduction of the mr remains 1-2. No additional information was provided. Specific patient information is documented as unknown. Details are listed in the attached article, titled, ¿retrieval of a mitraclip from the left atrium using a two-snare technique: case report and review of the literature.

Manufacturer narrative:
The UDI is unknown as the part and lot number were not provided. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. The lot history record review could not be performed because the part number and lot number of the reported device was unavailable as this was from a literature article. Based on the information reviewed, the reported atrial perforation was related to procedural conditions. The reported patient effect of atrial perforation is listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.